Manufacturer narrative:
(B)(4). Malformed clip. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and malformed 2 clips due to a double feed, fired one clip with gap after the double feed clips and formed seven clips conforming. The device locked out as intended. The firing issues reported could have been caused by the double feed that would not allow the device to function as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the surgeon fired the device several times without any problems but after some firing the surgeon couldn´t activate the device anymore. No clips were coming out although there should be several remaining clips in the device. No problem with the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.